Manufacturer narrative:
The device has been explanted and has been returned to (B)(4) where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
Explanted device received for investigation.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. Also, an accident or impact might have weakened the fixation of the electrode which led to electrode mobility. The problems given in the patient report appear to match the damage found. This is a final report.

Event description:
Explanted device was received for investigation. No futher information has been made available.

Manufacturer narrative:
Conclusion: based on the received information the patient had recurrent ear infections leading to an extrusion of the electrode into the external auditory canal and subsequently to the explantation of the concerned device. According to the patient's report, the recipient has a history of ear surgeries, i.e. Mastoid obliteration and cul-de-sac. A review of the device_s sterilization records shows that the device has been subject to a valid sterilization process. Additionally, damage to the active electrode likely caused by small mechanical loads applied over some period of time was found during device investigation. However, this was not the cause of explantation. Other damages found are most likely related to the explantation surgery. This is a final report.

Event description:
Explanted device was received for investigation. As per later information received, the user had benefitted from his cochlear implant. At the end of 2016, the previously operated implanted ear (mastoid obliteration, cu-de-sac) became infected. The patient was hospitalised for treatment on a number of occasions, but did not respond to the treatment. Recently, the electrode array started to be seen from the external auditory canal. So a decision was made to explant the device, clearing the region and obliterating with fat. The patient was re-implanted on (B)(6), 2017.